Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that a lead warning for low impedance was noted for the right ventricular (rv) lead during an interrogation. Non-physiologic oversensing was also observed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.